Event description:
The patient reported blood glucose (bg) 461 mg/dl with nausea and emesis; she denied the presence of ketones. The patient stated that she opened the cartridge compartment and discovered that about 3/4 of the cartridge of insulin had leaked out of the cartridge and into the compartment. The cartridge was not expired, she does not reuse cartridges, she cycles cartridges appropriately, and the cartridge was aligned properly in the compartment. The patient stated that the leak was from plunger end of the cartridge, not from the luer lock end. She denied visible cracks in the cartridge. There was no moisture or redness at the infusion site and no other visible leaks. The patient noted that she replaced the cartridge with a new one, she delivered a correction bolus via syringe, her bg decreased to 337 mg/dl, and she felt better a short time later.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.